Event description:
The manufacturer rep reported the neurostimulator was implanted upside down. The pt had a difficult time charging the device a couple of times, but then was not able to charge the device at all. The pt did not charge the neurostimulator for more than 60 days. Two weeks ago, the pt's device was revised to position it correctly. The device was recharged using the physician recharge mode a couple of times. The MFR rep observed a power on reset message. Currently, the pt is doing better with charging; however, the pt is having connection issues with one of the leads and lost all device parameters. The pt is experiencing tenderness at the pocket site. No report of device explantation.